Event description:
It was reported that the customer noticed insulin in the reservoir compartment. It was stated that the customer has a lot of health issues and was having hard time filling the reservoirs. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.